Event description:
The end user reported the catch bar did not engage with the hook during a patient transport. The stretcher did not lower and the patient was not injured; however, a medic alleged injury as a result of the incident. Details on the nature of the injury was not provided.

Manufacturer narrative:
The subject stretcher was not returned for evaluation; however, the reporting customer is an authorized field technician trained to evaluate and repair the subject stretcher. Replacement springs were provided to the customer to complete the needed repair and return the stretcher to service.

Event description:
The end user reported the catch bar did not engage with the hook during a patient transport.. The stretcher did not lower and the patient was not injured; however, a medic alleged injury as a result of the incident. Details on the nature of the injury was not provided.